Event description:
It was reported a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized 5 days after onset of peritonitis. That same day the patient was treated with fluconazole IV (dose and frequency not reported) for fungal peritonitis and pd therapy was stopped. For the abdominal pain and cloudy effluent the patient was treated with cipro (orally for two days), ancef (1gm, intraperitoneally (ip) daily, for four days), and fortaz (1gm, ip, daily, for four days). The cause of the peritonitis was a break in aseptic technique further described as the transfer set touched an exposed outer edge. The patient was retrained in aseptic technique. Treatment with antibiotics was ongoing. The patients catheter was removed. Two days after admission, the patient started hemodialysis. The patient remained hospitalized and was recovering from peritonitis at the time of this report. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.